Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead undersensing were observed on electrograms (egm). It was further noted that the patient experienced nausea. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.